Event description:
The tracheostomy tube was in use with a contracted patient. After approimately one weeks use the ventilator alarms sounded indicating a leak in the system. A clinician noted that the leak was allegedly due to a crack at the base of the tracheostomy tube 15mm connector. There was no patient compromise.